Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot# v189566, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. The patient reported that the lead was left inside them because part of the wire had grown around a nerve. The patient needed an MRI for their back because they hurt it real bad. The patient noted that the system was removed to have another medical procedure. The patient stated that when they removed the system they could not get part of the lead out because it was wrapped around the nerve. The patient stated that the device was taken out to have an MRI. The patient was reviewed that it was not recommended to have an MRI with a partial lead. The patient noted that the device was explanted over a month or two months before report. It was indicated that the patient recovered completely. Additional information was received from a healthcare professional (hcp). The hcp reported that the MRI was related to the device and therapy. The hcp noted that the patient had lower back pain. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.